Manufacturer narrative:
Trackwise ID#: (B)(4). The lot#: 3000334667 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation with the batch manufacturing process.

Event description:
N/a.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) after deploying the seal, there was more bleeding than usual and use was discontinued. They placed a finger over the seal and aortomomy, to anchor in place the seal, while pulling the delivery device back. The seal was fully deployed into the aorta. They said they touched the tension spring, but the bleeding didn't stop. No cracks were observed during loading. Side clamp was done to complete the procedure. There is no health risk to the patient.

Manufacturer narrative:
Tw ID#(B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded